Event description:
A sample of an interlink continu-flo solution set, in which the septum on the distal y-site was incomplete, was returned to a baxter corporate quality relations (B)(4). The y-site was not previously accessed. The condition was observed during priming. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed that the distal valve is not completely sealed to the swage. The reported condition was confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4).